Manufacturer narrative:
According to the facility on 1/9/23 during a cataract procedure the physician "was hydrating the main wound and the cannula came off of the syringe and punctured the iris and the posterior capsule". Per the facility "they had to remove the cannula from the eye, perform an anterior vitrectomy, reposition the lens and constrict the pupil". Per the facility "the scrub tech checked that the cannula and syringe were attached". The facility stated the procedure was able to be completed, but there is some "retinal bleeding at post-operative week 2 that may be related to the cannula injury". The sample is not available to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 1/9/23 during a cataract procedure the physician "was hydrating the main wound and the cannula came off of the syringe and punctured the iris and the posterior capsule".